Manufacturer narrative:
Age at time of event- 18 years or older. Device evaluated by manufacturer: the device was returned for analysis. The device has the distal tip and body kinked; the body was kinked in different sections. No more damages were found in the device. Dimensional inspection of the device that could be measured were performed and were within specifications.

Event description:
It was reported that the burr and wire became stuck. The 75% stenosed target lesion was located in the moderately tortuous and severely calcified mid left anterior descending artery. A 2.0mm rotalink plus and a 330cm rotawire were selected for use. During procedure, after rotation test outside the patient's body, the burr was advanced inside the guiding catheter. However, the burr got stuck in the guiding catheter before the secondary curve. Subsequently, the wire and burr got stuck and could not be advanced or returned. The burr was then removed together with the wire. The procedure was completed with another of the same device. No complications were reported.

Manufacturer narrative:
Age at time of event- 18 years or older.

Event description:
It was reported that the burr and wire became stuck. The 75% stenosed target lesion was located in the moderately tortuous and severely calcified mid left anterior descending artery. A 2.0mm rotalink plus and a 330cm rotawire were selected for use. During procedure, after rotation test outside the patient's body, the burr was advanced inside the guiding catheter. However, the burr got stuck in the guiding catheter before the secondary curve. Subsequently, the wire and burr got stuck and could not be advanced or returned. The burr was then removed together with the wire. The procedure was completed with another of the same device. No complications were reported.